Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca). The hi torque pilot guide wire was used in the marginal artery with a non-abbott balloon dilatation catheter (bdc). During removal of the bdc it was noted that the pilot guide wire had twisted on itself. The access site was closed. The patient then experienced chest pain and another access site was obtained in the left common femoral (cfa) artery and a small perforation was observed in a very small secondary bifurcation of the right marginal artery. A long inflation with a 1.5 mm bdc was performed and this sealed the perforation. The patient remains hospitalized and therapeutic drug monitoring (tdm) will be done at 8 days. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed since the part/lot numbers were not reported. The reported patient effect of perforation is listed in the instructions for use (IFU) hi-torque guide wires, ce/FDA as a known patient effect of the procedure. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Factors that may contribute to guide wire bents or twisting may include, but not limited to, manufacturing, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, mishandling during the procedure, other devices causing devices to tangle, or previously implanted devices. The investigation was unable to determine a conclusive cause for the reported bent or twisted tip. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational circumstances of the procedure as a long inflation with a 1.5 mm bdc was performed to seal the perforation and the patient was hospitalized. There is no indication of a product quality issue with respect to manufacture, design, or labeling. No UDI is being reported as the part and lot numbers were not reported.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca). The hi torque pilot guide wire was used in the marginal artery with a non-abbott balloon dilatation catheter (bdc). During removal of the bdc it was noted that the pilot guide wire had twisted on itself. The access site was closed. The patient then experienced chest pain and another access site was obtained in the left common femoral (cfa) artery and a small perforation was observed in a very small secondary bifurcation of the right marginal artery. A long inflation with a 1.5 mm bdc was performed and this sealed the perforation. The patient remains hospitalized and therapeutic drug monitoring (tdm) will be done at 8 days. Subsequent to the initially filed report the following information was provided: a new, non-abbott guide wire was used after the twisting was noted on the pilot guide wire. The patient is on the mend. No additional information was provided.